Manufacturer narrative:
The coolsculpting user manual, under warnings, states that coolsculpting system use has not been studied in patients with known sensitivity to cold such as cold urticaria, raynaud¿s disease, or chilblains (pernio).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2024 using the cooladvantage+ applicator. Patient tolerated the procedure well until approximately 15 minutes into the procedure when the patient developed pain at the treatment site. The treatment was stopped and the pain resolved within 2-3 minutes. Approximately 24 hours later patient contacted the provider stating that she was in the emergency department via ambulance due to developing hives and shortness of breath. Patient was diagnosed with cold induced urticaria and treated with epinephrine, diphenhydramine and prednisone. The patient has no previous history of reaction to cold. The current status of the patient is resolved.